Event description:
It was reported to philips that the device's image processing computer was not starting, which can impact imaging. The device was in use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in electrophysiological diagnostic procedure when the issue occurred, and the procedure got aborted and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting well. Analysis of the system log file showed that there was an issue with the frontal ippc. During troubleshooting, the fse found that the ippc was not booting up and the hard disk did not have os and it was broken. The fse changed the hard disk and installed the ippc software. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.